Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (b)(6) 2026. The patient's blood glucose levels reached 279 mg/dL while wearing the Pod on their arm for an unspecified duration of use. The patient mentioned they had been hospitalized with a stroke due to their blood pressure and confirmed they were wearing the Pod during the event. The patient noted the medical event was not related to the Pod. The patient also reported they had issues with insulin leaking from Pods. Additionally, the patient stated they have an allergy to the adhesive. The patient was discharged from the hospital 4 days later on (b)(6) 2026 and confirmed they successfully applied a new Pod. There was no mention of treatment during hospitalization. The original Pod was removed at the hospital.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: Data not available. Omnipod Software App Version: 1.2.4. Operating System: N5004L-AM-Q-MV01602-06-01.05. Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.